Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite confirmed that the that system would not bootup and the screen was black. Review of system log file identified that multiple power taps of (power distribution unit) pdu were malfunctioning. Upon troubleshooting, fse identified that the system shut down automatically. The fse replaced the review module, the pdu fan tray and the pdu control module and installed software. The pdu fan tray was returned to the philips for further analysis. The failure analysis confirmed the malfunction of pdu fan tray was due to failed 24v power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was having boot up issues. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) visited the site and replaced the review module, the pdu fan tray and dcps and the pdu control module. The device was returned to expected functionality.